Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced monitor and generic power distributor (gpd) to resolve the issue. The system was verified and ready to use. Isi has not received the devices for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the left eye was black at surgeon side console (ssc) 2. The clinical sales rep (csr) reporting the issue power cycled the system, and cleaned/reseated the blue fiber cables (bfc), with no change. The tse advised the csr to adjust the high-resolution stereo viewer (hrsv) ergonomics to determine if the image would return to the left eye. The issue remained. Both eyes were visible on the vision side cart (vsc) touchscreen. The surgery was continued utilizing ssc 1. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the generic power distribution (gpd) and high-resolution stereo viewer (hrsv) for failure analysis investigation. The units were analyzed and the investigation was obtained: the gpd was analyzed. In the system logs, the 119 error was found indicating the fault occurred in the field. Upon visual inspection, no issues were found that were related to the reported complaint. The gpd was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle, 10 power cycles & sitting idle for 4 days. Once the testing was completed, the system error logs were inspected, but no error could be identified. Video test passed. The hrsv was analyzed. In the system logs, there were no errors found. Upon visual inspection, there were no issues found that would related to the reported event. The unit was installed in the golden system. Upon powering on the system, there is a solid black screen in the left eye, there is no image displayed. The probable root cause of the reported issue can be attributed to an electronic fault of component or module within the affected hrsv. This issue can be resolved by switching to a different surgeon side console (ssc) and replacement of the affected components via fse service.

Event description:
Refer to h11 for follow-up information.